Event description:
(B)(6). Same case as: 2134265-2010-05537. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The 90% stenosed target lesion being treated was 3.5mm in diameter and 60mm long located in the left main coronary artery (lmca). The lesion was teated with placement of a 2.75x32mm and 3.5x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later without complications on aspirin, clopidogrel bisulfate and anplag. In (B)(6) 2010, coronary restenosis was noted in the proximal left anterior descending (lad) and stenosis in the distal circumflex (cx). In (B)(6) 2010, an intervention performed in the proximal lad. The patient had no ischemic symptoms. The lesion was 75% stenosed, 3.5mm in diameter and 12mm long. The lesion was treated with plain old balloon angioplasty and placement of a promus stent. Residual stenosis was 0% with timi 3 flow noted. The event was considered resolved 1 day later and the patient discharged. In (B)(6) 2010, a 1 year follow-up was performed. The patient had no anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).